Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
The patient reported seeking medical attention at the hospital on (B)(6) 2025, due to blood glucose (bg) reaching 560 mg/dl. The patient experienced chest pains, fatigue, and shortness of breath, leading to a diagnosis of hyperglycemia and treatment with intravenous (IV) insulin and fluids. The patient is still hospitalized, with an anticipated discharge date of (B)(6) 2025. The nurse assisting the patient noted that the omnipod 5 controller settings were incorrect, contributing to the issue. The pod was worn between 36 and 48 hours on the arm.